Event description:
Customer reported that when they remove pressure from the sensor pad there is no alarm from unit. They have replaced the sensor pad from unit. There is no other physical damage reported by the customer. The customer did not provide a date when this was discovered and there was no patient incident or injury reported.

Manufacturer narrative:
Results: eval of the returned unit confirmed the reported issue that there is no alarm when pressure is removed from the pad. When using new batteries or an external power supply, there is no sound when pressure is removed from a working sensor. The green led does not flash on the front of the unit but the tone and volume buttons work as they should. The low battery function works as expected. No other functional tests could be performed. (B)(4).